Event description:
It was reported that there was separation between the female connector (dark blue tapered piece) and main body of the minicap transfer set. The event was further described as ¿the dark blue tapered piece of the extension cord (where the plug connects) separated from the extension cord wrench¿. The patient took a pair of pliers, sanitized them, and tightened the wrench to fit the blue tapered piece. This was observed during set up of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.